Event description:
On 11/26/2007, the patient reported that over the past week he had experienced several infusion sets leak between the infusion set luer lock and the insulin cartridge. He reported that during one incident, his blood glucose elevated to 490 mg/dl. He stated, he became aware of the issue when he smelled insulin. He then changed the infusion tubing and administered a 5 unit injection of insulin to lower his blood glucose. He stated that he has had this issue for the past year and a half. He stated that, he tightens the luer lock until the point where it could break. The patient was advised that he may be overtightening the infusion set. He feels the cartridge and infusion tubing do not properly fit together. A different type of infusion set was sent to the patient and he was advised to check the luer connection often. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient will return one insulin cartridge and infusion set for evaluation.

Manufacturer narrative:
.